Event description:
It was reported that an unk spectrum pump was observed to experience concurrent flow from a primary IV container during a programmed 20 ml secondary infusion of an unk antibiotic (medication and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.